Event description:
Account reports noting leaking at the end of the lever lock. States they have had chemo spills as a result but no patient or staff injury.

Event description:
Account reports noting leaking at the end of the lever lock. States they have had chemo spills as a result but no pt or staff injury.